Event description:
Further information received that this lead was already explanted. This product was reported in error.

Manufacturer narrative:
The date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Manufacturer report reference number: 1627487-2020-03981, 1627487-2020-03983. It was reported that the patient experienced high impedance. The patient reported that the system was autoreducing. A field representative checked the patient's system, which showed high impedance. An x-ray was taken which showed a lead had migrated. Surgical intervention may occur to address this issue. Note: it is unknown to the manufacturer which lead migrated, therefore all leads are being reported.